Event description:
It was reported that this integrated programmer displayed a code 40688 and became non-functional while it was being used during a non-cardiac operation. Reportedly, this device deactivated a transvenous implantable cardioverter defibrillator (t-ICD), and once the operation was completed, it could not reactivate the t-ICD due to the previously mentioned displayed code. Another integrated programmer was used, and the operation was completed. This integrated programmer was taken out-of-service and it is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. Detailed analysis determined the error code seen in the field is related to electrocardiogram board functionality, when the y2 crystal is not oscillating properly. The electrocardiogram board was stress in order to confirm the error found, nonetheless, the board was always able to connect, and the unit also passed the heart rate validation. The error code was not able to be confirmed.

Event description:
It was reported that this integrated programmer displayed a code 40688 and became non-functional while it was being used during a non-cardiac operation. Reportedly, this device deactivated a transvenous implantable cardioverter defibrillator (t-ICD), and once the operation was completed, it could not reactivate the t-ICD due to the previously mentioned displayed code. Another integrated programmer was used, and the operation was completed. This integrated programmer was taken out-of-service and was returned for analysis. No adverse patient effects were reported.